Event description:
Following three treatments in the calcified right coronary artery (rca), the diamondback 360 coronary orbital atherectomy device (oad) was removed. A teleport microcatheter was used to remove the viperwire advance guide wire. Fluoroscopy revealed that the guide wire had fractured. Stent placement entrapped the radiopaque tip fragment against the rca wall. The patient was discharged as expected after the procedure.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).